Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a faulty reservoir. The customer' blood glucose reading was over 200 mg/dl. The customer stated that she changed out the set and noticed that insulin was shooting out of the reservoir. The customer stated that there were air bubbles in the reservoir. The customer stated that her blood glucose went up from 200 mg/dl to 275 mg/dl. The customer stated that she gave herself a shot of insulin. The customer stated that insulin continued to drip after letting go of the act button during the prime process. The customer was advised that liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. The customer was advised to monitor the reservoir and to contact her health care provider.